Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿ok¿ buttons was over responsive. It was reported that the keypad cover was undamaged and there was no evidence of moisture or corrosion in the pump. The reporter did not note any delivery issue.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up and functioned properly. No visible damages were found with the keypad cover. All the buttons responded properly. Removal of the keypad cover did not find any contamination with the button contacts. The reported unresponsive button issue was not duplicated in the investigation.